Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue mx750 patient monitor is resetting one of the red alarms automatically. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips remote clinical support engineer (rcs) spoke to the customer biomed and advised the biomed to check the clinical settings on the intellivue patient monitor (ivpm). The biomed advised that the alarm settings-visual/audible latching were both set for red only. The rcs reviewed the clinical audit trail going back to (B)(6) 2025 and noted multiple red alarms for bradycardia, spo2 desaturation (desats), and asystole alarms occurred and were acknowledged at the mx750 patient monitor. A philips clinical specialist reviewed the information/logs provided and provided the following analysis: the red alarms are set to visually and audibly latch, alarm volume is 3 with minimum volume of 1. Asystole generated at 16:30:08 at the monitor and three pic ix stations. (B)(6) 2025 16:30:12 wolfsonch 5004a asystole generated at 16:30:08. Wtcm5004a. (B)(6) 2025 16:30:13 wolfsonch 5004a cannot analyze ECG generated at 16:30:09. Wtcm5004a. (B)(6) 2025 16:30:13 wolfsonch 5004a sector: asystole generated at 16:30:08. Pic ix: wchtc5n-o5. (B)(6) 2025 16:30:13 wolfsonch 5004a sector: asystole generated at 16:30:08. Pic ix: wchtc5n-s1. (B)(6) 2025 16:30:13 wolfsonch 5004a sector: asystole generated at 16:30:08. Pic ix: wchtc5n-o6. A series of inops were generated due to noise in the ECG signal and lead disruption ending in the alarm source switching to pulse at 16:30:20 (approximately 7 seconds after asystole generated). When pulse is the active alarm source most arrhythmia alarms (see the instructions for use), including asystole, vfib and vtach alarms, and the heart rate alarms are switched off. This is indicated by the crossed-out alarm symbol beside the ECG heart rate numeric and the message ECG/arrh alarm off, if configured. High and low pulse rate, extreme bradycardia, and extreme tachycardia alarms from pulse are active. (B)(6) 2025 16:30:14 wolfsonch 5004a resp leads off generated at 16:30:10. Wtcm5004a. (B)(6) 2025 16:30:14 wolfsonch 5004a sector: cannot analyze ECG generated at 16:30:09. Pic ix: wchtc5n-o6. (B)(6) 2025 16:30:14 wolfsonch 5004a sector: cannot analyze ECG generated at 16:30:09. Pic ix: wchtc5n-s1. (B)(6) 2025 16:30:14 wolfsonch 5004a sector: cannot analyze ECG generated at 16:30:09. Pic ix: wchtc5n-o5. (B)(6) 2025 16:30:15 wolfsonch 5004a cannot analyze ECG ended. Wtcm5004a. (B)(6) 2025 16:30:15 wolfsonch 5004a ECG noisysignal generated at 16:30:11. Wtcm5004a (B)(6) /2025 16:30:15 wolfsonch 5004a sector: resp leads off generated at 16:30:10. Pic ix: wchtc5n-o6 (B)(6) 2025 16:30:15 wolfsonch 5004a sector: resp leads off generated at 16:30:10. Pic ix: wchtc5n-o5 (B)(6) 2025 16:30:15 wolfsonch 5004a sector: resp leads off generated at 16:30:10. Pic ix: wchtc5n-s1 (B)(6) 2025 16:30:16 wolfsonch 5004a ECG noisysignal ended. Wtcm5004a (B)(6) 2025 16:30:16 wolfsonch 5004a sector: ECG noisysignal generated at 16:30:11. Pic ix: wchtc5n-o5 (B)(6) 2025 16:30:16 wolfsonch 5004a sector: ECG noisysignal generated at 16:30:11. Pic ix: wchtc5n-s1 (B)(6) 2025 16:30:16 wolfsonch 5004a sector: ECG noisysignal generated at 16:30:11. Pic ix: wchtc5n-o6 (B)(6) 2025 16:30:16 wolfsonch 5004a sector: cannot analyze ECG ended. Pic ix: wchtc5n-s1 (B)(6) 2025 16:30:16 wolfsonch 5004a sector: cannot analyze ECG ended. Pic ix: wchtc5n-o5 (B)(6) 2025 16:30:16 wolfsonch 5004a sector: cannot analyze ECG ended. Pic ix: wchtc5n-o6 (B)(6) 2025 16:30:17 wolfsonch 5004a !! ECG leads off generated at 16:30:13. Wtcm5004a (B)(6) 2025 16:30:17 wolfsonch 5004a sector: ECG noisysignal ended. Pic ix: wchtc5n-s1 (B)(6) 2025 16:30:17 wolfsonch 5004a sector: ECG noisysignal ended. Pic ix: wchtc5n-o5 (B)(6) 2025 16:30:17 wolfsonch 5004a sector: ECG noisysignal ended. Pic ix: wchtc5n-o6 (B)(6) 2025 16:30:18 wolfsonch 5004a sector: !! ECG leads off generated at 16:30:13. Pic ix: wchtc5n-s1 (B)(6) 2025 16:30:18 wolfsonch 5004a sector: !! ECG leads off generated at 16:30:13. Pic ix: wchtc5n-o6 (B)(6) 2025 16:30:18 wolfsonch 5004a sector: !! ECG leads off generated at 16:30:13. Pic ix: wchtc5n-o5 (B)(6) 2025 16:30:20 wolfsonch 5004a pulse - pulse alarms from off to on wtcm5004a (B)(6) 2025 16:30:20 wolfsonch 5004a pulse - ECG/arrhy alarms from on to off wtcm5004a the alarm source switch ended the asystole alarm (B)(6) 2025 16:30:22 wolfsonch 5004a sector: asystole ended. Pic ix: wchtc5n-o6 (B)(6) 2025 16:30:22 wolfsonch 5004a sector: asystole ended. Pic ix: wchtc5n-o5 (B)(6) 2025 16:30:22 wolfsonch 5004a sector: asystole ended. Pic ix: wchtc5n-s1 (B)(6) 2025 16:30:22 wolfsonch 5004a pulse - pulse alarms from on to off wtcm5004a (B)(6) 2025 16:30:22 wolfsonch 5004a pulse - ECG/arrhy alarms from off to on wtcm5004a (B)(6) 2025 16:30:22 wolfsonch 5004a resp leads off ended. Wtcm5004a (B)(6) 2025 16:30:22 wolfsonch 5004a asystole ended. Wtcm5004a the alarm source switched automatically back to ECG/arrhy alarms when the inop conditions were corrected. Inop/technical alarms: inop/technical alarms occur whenever the ECG signal cannot be properly analyzed due to noise or inoperative conditions. When active, the inop/technical alarm continues, visually and/or audibly, as long as the condition exists, and stops automatically when the condition terminates. Since an inop/technical alarm is a lower priority alarm, it will not override a red or yellow alarm should it occur during the same time a red or yellow alarm is occurring. If 20 of the last 30 seconds are classified as either noisy or questionable (displayed by delayed beat annotations as predominantly a or ?), a cannot analyze ECG inop/technical alarm is generated. During this inop/technical condition, the arrhythmia analysis continues and an alarm will be announced if an alarm condition is met. Since the cannot analyze ECG inop/technical alarm indicates that the effectiveness of the arrhythmia monitoring for the patient is compromised, a quick response to this alarm is important. (B)(6) 2025 16:30:52 wolfsonch 5004a pulse - pulse alarms from on to off wtcm5004a (B)(6) 2025 16:30:52 wolfsonch 5004a pulse - ECG/arrhy alarms from off to on wtcm5004a ECG/arrhythmia alarm source is set to auto if the alarm source is set to auto, the monitor will use the heart rate from the ECG measurement as alarm source whenever the ECG measurement is switched on and at least one ECG lead can be measured without an inop condition. The monitor will automatically use pulse as the alarm source if: a valid ECG lead can no longer be measured and a pulse source is switched on and available. The monitor then uses the pulse rate from the measurement currently active as system pulse. While pulse is the alarm source, all arrhythmia and ECG hr alarms are switched off. If an ECG lead becomes available again, the monitor automatically uses ECG/arrhythm as alarm source. Note if the ECG measurement is switched off, the monitor will always change to pulse as alarm source, if a pulse source is available. Warning: selecting pulse as the active alarm source for hr/pulse switches off most arrhythmia alarms (see the instructions for use), including asystole, vfib and vtach alarms, and the heart rate alarms. This is indicated by the crossed-out alarm symbol beside the ECG heart rate numeric and the message ECG/arrh alarm off, if configured. High and low pulse rate, extreme bradycardia, and extreme tachycardia alarms from pulse are active. Although there were no desaturation alarms around the time of the strip presented ¿ (B)(6) 2025 16:30:13, a review of all the desat alarms for 11 aug 2025 found that the alarms were responded to from the monitor in the room. Desat 74 less than 86 was generated at 00:20:55 and paused at 0:21:12, desat 79 less than 86 was generated at 02:38:30 and was paused at 2:38:39 and desat 74 less than 86 was generated at 12:00:38 was acknowledged at 12:00:50. Each of these red alarms were interacted with from the monitor in the room and the alarm ended after the interaction. (B)(6) 2025 0:20:58 wolfsonch 5004a desat 74 less than 86 generated at 00:20:55. Wtcm5004a red alarm (B)(6) 2025 0:20:59 wolfsonch 5004a sector: desat 74 less than 86 generated at 00:20:55. Pic ix: wchtc5n-s1 red alarm (B)(6) 2025 0:20:59 wolfsonch 5004a sector: desat 74 less than 86 generated at 00:20:55. Pic ix: wchtc5n-o5 red alarm (B)(6) 2025 0:20:59 wolfsonch 5004a sector: desat 74 less than 86 generated at 00:20:55. Pic ix: wchtc5n-o6 red alarm (B)(6) 2025 0:21:12 wolfsonch 5004a sector: desat 74 less than 86 ended. Pic ix: wchtc5n-o5 red alarm (B)(6) 2025 0:21:12 wolfsonch 5004a sector: desat 74 less than 86 ended. Pic ix: wchtc5n-o6 red alarm (B)(6) 2025 0:21:12 wolfsonch 5004a sector: desat 74 less than 86 ended. Pic ix: wchtc5n-s1 red alarm (B)(6) 2025 0:21:12 wolfsonch 5004a desat 74 less than 86 ended. Wtcm5004a red alarm (B)(6) 2025 0:21:12 wolfsonch 5004a pause all alarms wtcm5004a pause all alarms (B)(6) 2025 2:38:31 wolfsonch 5004a desat 79 less than 86 generated at 02:38:30. Wtcm5004a red alarm (B)(6) 2025 2:38:32 wolfsonch 5004a sector: desat 79 less than 86 generated at 02:38:30. Pic ix: wchtc5n-o6 red alarm (B)(6) 2025 2:38:32 wolfsonch 5004a sector: desat 79 less than 86 generated at 02:38:30. Pic ix: wchtc5n-o5 red alarm (B)(6) 2025 2:38:32 wolfsonch 5004a sector: desat 79 less than 86 generated at 02:38:30. Pic ix: wchtc5n-s1 red alarm (B)(6) 2025 2:38:39 wolfsonch 5004a sector: desat 79 less than 86 ended. Pic ix: wchtc5n-o6 red alarm (B)(6) 2025 2:38:39 wolfsonch 5004a sector: desat 79 less than 86 ended. Pic ix: wchtc5n-s1 red alarm (B)(6) 2025 2:38:39 wolfsonch 5004a sector: desat 79 less than 86 ended. Pic ix: wchtc5n-o5 red alarm (B)(6) 2025 2:38:39 wolfsonch 5004a pause all alarms wtcm5004a pause all alarms (B)(6) 2025 2:38:39 wolfsonch 5004a desat 79 less than 86 ended. Wtcm5004a red alarm (B)(6) 2025 9:25:16 wolfsonch 5004a vent fib/tach generated at 09:25:13. Wtcm5004a red alarm (B)(6) 2025 9:25:17 wolfsonch 5004a sector: vent fib/tach generated at 09:25:13. Pic ix: wchtc5n-s1 red alarm (B)(6) 2025 9:25:17 wolfsonch 5004a sector: vent fib/tach generated at 09:25:13. Pic ix: wchtc5n-o6 red alarm (B)(6) 2025 9:25:17 wolfsonch 5004a sector: vent fib/tach generated at 09:25:13. Pic ix: wchtc5n-o5 red alarm (B)(6) 2025 9:25:24 wolfsonch 5004a sector: vent fib/tach ended. Pic ix: wchtc5n-o5 red alarm (B)(6) 2025 9:25:24 wolfsonch 5004a sector: vent fib/tach ended. Pic ix: wchtc5n-s1 red alarm (B)(6) 2025 9:25:24 wolfsonch 5004a sector: vent fib/tach ended. Pic ix: wchtc5n-o6 red alarm (B)(6) 2025 9:25:24 wolfsonch 5004a pause all alarms wtcm5004a pause all alarms (B)(6) 2025 9:25:24 wolfsonch 5004a vent fib/tach ended. Wtcm5004a red alarm (B)(6) 2025 12:00:40 wolfsonch 5004a desat 74 less than 86 generated at 12:00:38. Wtcm5004a red alarm (B)(6) 2025 12:00:41 wolfsonch 5004a sector: desat 74 less than 86 generated at 12:00:38. Pic ix: wchtc5n-o5 red alarm (B)(6) 2025 12:00:41 wolfsonch 5004a sector: desat 74 less than 86 generated at 12:00:38. Pic ix: wchtc5n-o6 red alarm (B)(6) 2025 12:00:41 wolfsonch 5004a sector: desat 74 less than 86 generated at 12:00:38. Pic ix: wchtc5n-s1 red alarm (B)(6) 2025 12:00:50 wolfsonch 5004a desat 71 less than 86 ended. Wtcm5004a red alarm (B)(6) 2025 12:00:50 wolfsonch 5004a acknowledge wtcm5004a acknowledge (B)(6) 2025 12:00:51 wolfsonch 5004a sector: desat 71 less than 86 ended. Pic ix: wchtc5n-o6 red alarm (B)(6) 2025 12:00:51 wolfsonch 5004a sector: desat 71 less than 86 ended. Pic ix: wchtc5n-s1 red alarm (B)(6) 2025 12:00:51 wolfsonch 5004a sector: desat 71 less than 86 ended. Pic ix: wchtc5n-o5 red alarm based on the information provided it was determined that the monitor is working as designed, operated and configured. A philips remote service engineer (rse) follow up with the customer biomed on (B)(6) 2025 and was advised that the issue was resolved. No additional details were provided on the cause or how the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.